Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the label seal was intact. Lower right front corner of top case was chipped and right plunger case was cracked. The event history log has the reported event. The reported event was unable to duplicate during occlusion test. Root cause was found to be normal wear of device components. The pump as it is over 14 years old. The technician replaced motor assembly, worm gear, leadscrew and clutch halves. The device passed performance maintenance (pm) and all functional testing. Unique identifier is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported a motor rate error occurred. No patient injury was reported.